Event description:
It was reported that a flogard infusion pump had a damaged power cord. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician. A visual inspection, alarm log review, power on self-test and an internal battery test were performed. During the visual inspection it was identified that the power cord was damaged. The cause of the damage is unknown. The power cord was replaced; the pump was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.